Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per (B)(4) study (B)(4); patient was brought into emergency room on (B)(6) 2015 with complaints of blurred vision and light headed but no signs and symptoms of infection. Patient was found to be hypovolemic. Patient had blood cultures drawn on (B)(6) 2015 which were positive x 3 for granulicatella adiacens a strep species. Patient was started on vancomycin and gentamycin. Patient's wbc (white blood count) on (B)(6) 2015 6.3 k/mcl (nl 4.2-11), temperature 36.6 c. Patient discharged to home on (B)(6) 2015 on IV antibiotics. Patient readmitted on (B)(6) 2015 due to deconditioned state and having a mechanical fall at home. Patient discharged to rehab sar on (B)(6) 2015 on IV antibiotics. On (B)(6) 2015 patient was readmitted due to weakness. Patient discharged home on hospice care off IV antibiotics and peritoneal dialysis discontinued. Patient was placed on oral augmentin. Patient expired (B)(6) 2016.

Manufacturer narrative:
There were no device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event and patient outcome include the patient's state of hypovolemia, weakness, infection and related comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical study site that on (B)(6) 2016, was last lab work: white blood count (wbc) 8.9 k/mcl, temperature 36.6 c. No imaging was completed to confirm left ventricular assist device (lvad) endocarditis. No repeat blood cultures were performed and patient went to hospice care. It was further stated that the patient expired from renal failure with ongoing sepsis. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.